Manufacturer narrative:
Retained samples have been tested, although it is noted that the cement has passed its expiry date and therefore, some deterioration in properties is expected. The results show that the product still meets the requirements of the final specs in terms of both its handling characteristics and mechanical properties. It is therefore, not possible to identify a causal link to the cement for this complaint. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised to address loosening at the cement/bone interface.